Event description:
Customer reported unexpected positive reactions with gammaclone anti-a (murine monoclonal) when testing an adult patient specimen and testing two heelstick specimens from infants that were previously typed as group b. Reverse cells tested with the adult patient serum resulted 3+ with a1 cells and negative with b cells at the immediate spin phase (is). Testing with a1 cells & a2 cells incubating at 15c resulted as weak positive. No transfusions or adverse reactions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
Retention gamma-clone anti-a (murine monoclonal), lot am108-1 was tested with samples of known abo types. Group b donors exhibited no unexpected reactivity. The customer did not return product or samples for investigation testing.